Event description:
It was reported that the patient underwent an episiotomy on (B)(6) 2014 and suture was used. During the procedure the needle broke. It is reported that the patient was brought back to the operating room to have the needle fragment removed.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.